Event description:
Caller reported a cgm error that was identified as error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided information for a complete pump reset and guided the caller through the process. After the pump was reset, the error code did not appear again. Caller successfully started their sensor session.